Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 77 year old male in pre support clinical state consistent with scai cardiogenic shock stage d underwent impella 5.5 implantation for off pump coronary artery bypass support. The day after insertion, the patient developed worsening renal function with anuria. Given baseline chronic renal impairment (egfr ~30, cre 1.5), the treating physician attributed the acute deterioration to intraoperative hypotension associated with suction events during rotation and intraoperative bleeding. The patient required two days of chdf (continuous hemodiafiltration). The renal deterioration was considered secondary to intraoperative hypotension in the setting of pre existing renal dysfunction and scai stage d shock rather than device malfunction. The aic shutdown anomaly was resolved with forced power off and did not impact patient outcome or pump performance. The patient remains on support.

Manufacturer narrative:
B5 updated. The investigation is ongoing.

Event description:
The patient's renal function subsequently returned to its original level, and spontaneous urination resumed, allowing him to discontinue dialysis. Impella was successfully removed on february 10th.